Manufacturer narrative:
Product event summary: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an error. It was indicated that the main printed circuit board (pcb) was out of specification electrically. It was also indicated that the output connector assembly was broken and that display wires were pinched but not compromised. These parts were replaced and the epg passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was powered on it displayed an error. The programmer was returned for service. There was no patient involvement.